Event description:
During a replacement at the general hospital of valencia, of one of our reply vdr for another reply vdr (324bm083) when trying to insert the solox slx58/13 sn lead: (B)(6), it did not go all the way in and therefore did not stay fixed with the screw. After several attempts to advance the electrode inside the reply vdr it was impossible. They decided to use another reply vdr and connected it without any problems. The unit to be analysed was washed with saline solution and sent for analysis.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The conclusions are as follows: - the visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified. - a lead connection test was successfully performed. - the ventricular setscrew was found completely screwed. In addition, no tightening mark was noticed on the ventricular setscrew tip. The ventricular setscrew was probably screwed (with a very slight contact with the screwdriver) before the lead was correctly inserted leading to a misconnection and could explain the issue described. - based on the available data, no issue is suspected on the subject device. For more details, please refer to the analysis report.

Event description:
During a replacement procedure (implantation of a reply vdr ((B)(6))), the physician tried to insert the ventricular lead, it did not go all the way in and therefore did not stay fixed with the screw. After several attempts to advance the electrode inside the reply vdr it was impossible. They decided to use another reply vdr and connected it without any problems.